Event description:
It was reported that the customer had experienced an unexplained low blood glucose level of 32 mg/dl, which was treated with orange juice. The customer stated that their doctor had made some adjustments in their insulin pump, for the low blood glucose. The customer also stated that they had trouble with their sensors sticking to their skin; by the third day the sensors were being ripped off and there was irritation and itching at the site of the adhesive. The irritation was not an insulin pump bump, it was under the adhesive of the infusion set and the sensor. At the time of the phone call the customer's blood glucose was 148 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.